Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with device-reported multiple meal announcements that the user denied initiating and an alert behavior in which notifications were received on the phone but not on the pump. Symptoms included dizziness and feeling hot, with a lowest recorded glucose of 49 mg/dl and an approximately 90-minute duration of out-of-range values. Outcomes included self-treatment with oral carbohydrates (milk and toast) without need for outside assistance or medical intervention. Investigation included review of user-reported events and education on meal announcement usage and troubleshooting. Investigation of this case revealed an unclear cause of hypoglycemia, with the possibility of erroneous or unintended meal announcement activity noted on the report but not confirmed, and no confirmed pump alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.